Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found catheter restriction alarms. There was no problem found with the iabp. The fse performed all functional and safety checks to meet factory specifications, and the iabp passed. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, while in use on a patient, the cardiosave intra aortic-balloon pump (iabp) generated an inclusion alarm. The customer was not sure about the alarm or what needed to be repaired. There was no patient harm, serious injury, or adverse event reported.